Event description:
I was sold the kit to put electric stimulus to the muscles. I tried it and received a severe shock. I tried it on my husband and he was shocked so bad his arm is still hurting from last year. The company called me last week to see if it helped me and said it must have a live wire in it. This is dangerous. Dates of use: 2008. Diagnosis or reason for use: bad fall, back pain.